Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and battery cap contact. The insulin pump was received with cracked case at display window corner, reservoir tube lip, minor scratched display window. (B)(4).

Event description:
The caller reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 210 mg/dl at the time of incident. The caller stated that the insulin pump was not dropped, bumped nor exposed to moisture. The caller stated that they were using the recommended battery. The caller stated that the battery compartment and spring were neither damaged nor corroded. The caller stated that they changed the battery but the insulin pump will not power up. The caller was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.